Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/7/2020. H.6. Investigation: customer returned (4) loose 3/10cc syringes. Customer states that the needle hub separated and stayed inside of the shield. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0006864 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: root cause for this defect cannot be determined. See h.10.

Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: consumer reported that the needle hub separated and stayed inside of the shield."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated. (B)(6): consumer reported that the needle hub separated and stayed inside of the shield."